Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00188, 0001822565-2020-00189, and 0001822565-2020-00190. Implant date: unknown date in 2011. Concomitant medical products: unknown tibial tray catalog#: ni lot#: ni, unknown tibial bearing catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mw5091711

Event description:
It was reported that patient underwent knee arthroplasty. Subsequently, patient reported pain and swelling which she stated was manageable. Around eight years after the initial knee arthroplasty, the patient suffered a fall and fractured her femur one inch above the femoral prosthesis. The patient underwent a revision surgery to repair the bone fracture, but no prostheses were revised. No additional information is available.